Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening femur; aseptic loosening tibia; lysisfemur; malalignment (right). Revision njr number: (B)(4).. Primary asa: p2 - mild disease not incapacitating.